Event description:
Device report from synthes reports an event in india as follows: it was reported that on an unknown date, pfna 2 was implanted in a patient and the patient was doing fine. During a routine follow-up the surgeon noticed that pfna blade had penetrated into acetabulum joint. This report involves one (1) pfna-ii blade l90 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Part #: 04.027.053s. Lot #: 447p636. Manufacturing site: jabil bettlach. Release to warehouse date: october/21/2021. Expiry date: october/01/2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.